Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using two prostyle devices. Reportedly with both devices, a suture break occurred when the plunger was removed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture break was confirmed as a needle to cuff miss a review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an attempted venous closure of a right common femoral vein after an atrial fibrillation ablation interventional procedure using a 7f sheath. No additional information was provided.